Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s blood glucose was 110 mg/dl,168 mg/dl, 161 mg/dl and sensor glucose value was 46 mg/dl, 42 mg/dl respectively. The customer was inform that their blood glucose and sensor glucose levels were not in acceptable range and suspend on low was triggered below the preset amount. Customer stated that they had alert for change sensor, calibration not accepted. Customer also reported that they had blood at site during the insertion. Sensor will be return for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Also, made a visual inspection and found the sensor with cannula bent and with excessive blood inside the sensor base . Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 need.